Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported stent dislodgement could not be determined. The reported patient effect of tissue damage and treatment were related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the right vertebral artery. The 4.0x12mm rx herculink elite stent delivery system (sds) was advanced however the stent dislodged from the balloon. During retraction of the sds the right radial artery was injured. An incision was made and the dislodged stent was removed from the anatomy. The procedure was aborted at this time. The patient was brought back at a later date to treat the target lesion. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.